Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that dislodgement was confirmed with x-ray on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.